Event description:
The user facility reported that during a bronchoscopy using a single use aspiration needle to obtain a pt sample, the aspiration needle passed through the scope successfully the first time, but on the second pass, the needle went through the side of the sheath. The needle was retracted safely into the sheath as seen on the monitor. The needle and the tube sheath were safely withdrawn from the endoscope. The procedure was completed with the use of the same scope, and the physician used a different, but similar type of needle from the same lot. There was no pt injury reported and no damage noted on the bronchoscope.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the distal tip of the needle and the sheath were punctured. There was a kink and bend at the location of the punctured site, which most likely contributed to the user's experience. The needle was most likely bent during the first pass of the needle down the endoscope. During the second pass, the needle would not pass through the sheath due to the kink and bend, but it appears that the user most likely forced out the sheath. The cause of the user's experience was attributed to physical damage. The device instruction manual warn users that "the resistance may become excessive when extending the needle from the tube while the distal end of the insertion portion is forced against body cavity tissue or the distal end of the insertion portion is excessively bent. If excessive resistance is met when extending the needle from the tube, do not use force to extend the needle. Doing so could cause deformation of the needle, may cause the needle to puncture the tube, and could cause pt injury such as perforation, bleeding, mucous membrane damage, or pneumothorax." This report is being submitted as an MDR in an abundance of caution.